Event description:
Same case as MDR ID: 2134265-2015-03598. It was reported that catheter entrapment occurred. The target lesion was located in the calcified posterior tibial artery (pta). After a 300cm v-14¿ controlwire® guide wire crossed the lesion, a 2.5mmx100mmx150cm coyote¿ balloon catheter was advanced for dilatation. The balloon was inflated once at 8 to 10 atmospheres. The physician then deflated the balloon and repositioned the balloon to treat another part of the vessel, however, the balloon catheter was stuck on the guide wire. Both devices were removed from the patient as a unit. The physician advanced a v-18 guide wire and the procedure was successfully completed with a sterling balloon catheter. No patient complications were reported and the patient¿s status was fine.

Manufacturer narrative:
Device evaluated by MFR.: the v-14 guidewire was received in the lumen of the coyote balloon catheter. The v-14 guidewire was protruding from the coyote 5cm from the distal tip and 50cm from the hub. The balloon and inner shaft within the balloon were buckled/bunched-up. No other damage or irregularities noted with the inner and outer shaft. The guidewire was successfully removed from the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).